Event description:
It was reported this right ventricular (rv) lead exhibited a gradual rise in shock and pacing impedances. It was noted the shock impedances are high out of range measuring 127 ohms. Technical services discussed troubleshooting options. The health care professional (hcp) will discuss with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported.